Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open sigmoidectomy/sigmoid colon cancer resection on unknown date and the absorbable adhesive barrier was placed under the abdominal wall before wound closure of an open sigmoidectomy with ordinary method. After the operation, the patient could not eat. And 5 days after that, the patient vomited. The patient was diagnosed with paralytic ileus. The patient was hospitalized for 2 weeks. Then the patient recovered and discharged. The surgeon opined there was a causal relationship with the absorbable adhesive barrier because paralytic ileus occurred after start to use the device.